Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that one day post implant, this pacemaker exhibited a signal artifact monitor (sam) alert due to right atrial (ra) noise and oversensing, which appeared to be due to minute ventilation (mv) oversensing. Impedance measurements were noted to be normal. An x ray was performed, which confirmed appropriate lead connections. It was suspected that the patient's ra lead may have been damaged during the device implant. The device was reprogrammed to utilize the right ventricular (rv) lead for the mv sensor. No adverse patient effects were reported. The device remains in service. This device was included in the recent minute ventilation sensor signal oversensing advisory population.